Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of iop increased, explant, trabeculectomy and corneal endothelial cell loss ; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation- nitta k et al., utility and limit of tap using yag laser for increased intraocular pressure after ex-press filtration surgery. Ophthalmic surgery. Jan2023;36(4):572-575. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via a literature article " utility and limit of tap using yag laser for increased intraocular pressure after glaucoma filtration surgery¿ which is a prospective study considering 822 eyes of 593 patients who underwent glaucoma filtration surgery between july 2012 and july 2021 with cases that yag laser irradiation was applied to the glaucoma filtration device lumen in (69 eyes of 69 patients in yag/tap group) and cases where the filtering bleb disappeared due to adhesions around the scleral flap: glaucoma was removed and filtering bleb reconstruction was performed (54 eyes of 54 patients in the removal group). The patients were divided into two groups (yag/tap group and removal group) and the effects of lowering intraocular pressure and complications were examined. Regarding both eyes, the right eye was selected for analysis. This case is about 51 eyes in the removal group where after the scleral flap was opened, both ends of the glaucoma filtration device insertion site were enlarged, the glaucoma filtration device was removed, and the wound incised vertically and a window was created for trabeculectomy and the wound was closed according to trabeculectomy. No difference was confirmed in two groups in the period from glaucoma filtration device filtration surgery to treatment (36.0 months in the tap group vs. 33.4 months in the removal group, p = 0.4929). The removal group had the higher value about iop right before treatment (tap group 17.5 mmhg vs. Removal group 22.6mmh g, p<0.0001). Regarding to the reduction rate of corneal endothelial cells, the rate was significantly higher in the removal group (0.1% in the tap group vs. 11.2% in the removal group, p=0.0028), tap was considered to be a less invasive procedure. The intraocular pressure reduction rate 12 months after the procedure was significantly higher in the removal group (25.1 % in the tap group vs. 55.8% in the removal group, p< 0.0001). There are four medical device reports associated with this report. This is 2 of 4.